Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was not deployed, did not leave delivery system. The lens was rolled/folded in the delivery system wrong, made for "tight feeling" and fear of lens unfolding incorrectly in eye. The procedure completed the same day. There was no patient harm. Additional information has been requested but is not available at the time of this report.